Manufacturer narrative:
(B)(4). Visual inspection found no residual tissue between the jaws. The jaws opened and closed normally. The returned sample met specification as rec'd by covidien.

Event description:
The customer reported the tissue around the jaws had to be resected in order to remove the device from the patient. There is no further info available from the site.